Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
This report was entered as an "alleged" occurrence. It was reported that the user stated that the balloon of swan-ganz catheter didn't deflate due to tfx sheath (B)(4). The user replaced the sheath and swan-ganz catheter with new ones, and the procedure was done without problem. According to the user, the catheter could be advanced to the heart at first. However after inflating the balloon, the user was not able to advance the catheter further. There was no reported delay, death, or complications to the patient as a result of this occurrence.